Event description:
Following an evoke spinal cord stimulation (scs) system permanent implant procedure, the patient reported numbness in their legs. The patient was hospitalized, and a magnetic resonance imaging (MRI) was performed. The patient reported resolution of symptoms the following day and was subsequently discharged.